Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient noticed a skin reaction. The reaction consisted of redness, irritation and pustules at and around the sensor site on the abdomen. A day after the sensor was removed on (B)(6) 2021, the patient went to urgent care, was diagnosed with cellulitis, and given intramuscular ceftriaxone. He was given a prescription for oral doxycycline and topical cream. The patient was sent home the same day and was doing fine. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.